Event description:
Shelhigh bovine -cow- pericardium tissue mitral valve repair. Repair broke down and the mitral valve malfunctioned in less than a month. Had to have a replacement a mechanical valve. This was after two chest tubes, a central line placed and six weeks of home infusion of vancomycin and rocephin. Also severe congestive heart failure developed. Also large vegetative growths. Why have you not made a recall against shelhigh on tv to make this known to the people. They were unsanitary and their clean room where my son's device was made and sent to these hospitals that had deplorable conditions. They should not have been allowed to make billions of dollars and patients' lives at stake. That is wrong. Diagnosis or reason for use: mitral valve repair.